Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving a blank display on his insulin pump. The customer was assisted with pen-priming the insulin pump. The insulin pump also passed a self test during troubleshooting. The customer was advised a blank display may be caused by electrostatic discharge. No additional information provided.